Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this hospitalization.

Event description:
A peritoneal dialysis (pd) patient reported that they were admitted to the hospital. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the patient was admitted to the hospital on (B)(6) 2020 for fluid overload which was unrelated to use of the liberty select cycler, other fresenius product(s) or pd therapy. The pdrn would not expand on the cause of the patient¿s fluid overload, but was persistent to say that it was not device related. The patient was discharged from the hospital to home on (B)(6)2020 and has continued pd therapy utilizing the liberty select cycler without issues.